Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the customer was not aware of the air removal step prior to filling a cartridge. The customer was able to fill a new cartridge with the same needle/syringe. There was no impact to the customer's blood glucose level.